Event description:
Pt self tester alleging discrepant inratio results. Inratio: - 1.2. Lab - 2.6. Time between testing 1 hour. Pt's therapeutic range unk.

Manufacturer narrative:
Investigation pending.